Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the distal end, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿·inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of distal end puncture was not confirmed. In addition to evaluation, air water cylinder had discoloration. Suction cylinder had discoloration. Due to a pinhole on bending section cover, water tightness was lost. Due to fray of forceps wire, forceps skipped or swayed on the upper half of the endoscopic image. Light guide bundle had breakage. There was corrosion around forceps elevator. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope distal end was punctured. The event occurred during preparation for use or follow up. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the distal end had foreign material. Light guide lens was dirty. This medwatch is being submitted to capture the reportable malfunction found during evaluation.